Event description:
Cpi received information in february, 1994 that this patient had received inappropriate shocks from his ventak p implantable cardioverter defibrillator (ICD). Further investigation by cpi found that the physician had felt at the time that the problems were related to the patient's condition and not the ICD, and no further investigation was conducted. On october 11, 1996 cpi received further information that the patient's ICD had been removed and replaced in december 1994 due to problems related to inappropriate shocks.